Manufacturer narrative:
Investigation confirmed there was no system malfunction found. User technique was found to be the root cause. The user failed to make use of existing mitigations. A shift in the patient reference array degraded the registration, resulting in misplaced screws during surgery.

Event description:
It was reported that five pedlcle screws were not placed according to the screw plan at the left t8-t12 levels. All peaicie screws from t8-t12 and the right side screw at t12 were removed and replaced using traditional mis technique.